Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic for their generator. It was noted that there were several noise reversions and real time noise was also observed on the right ventricular lead. The patient was admitted to a hospital for further evaluation. It was noted that the conductor coils in the lead were exposed distal to the superior vena cava. The lead was extracted and replaced successfully on (B)(6) 2018. The lead was an advisory product. The generator was explanted electively. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. As received only the distal end of the lead was received for analysis. Electrical testing found an internal short between the ring electrode and inner coil conductor paths. Visual inspection of the lead found an internal insulation abrasion 10.9 cm to 12.9 cm breaching the right ventricle lumen in one location distal to the superior vena cava shock coil with procedural damage noted to the ethylene tetrafluoroethylene (etfe) cable coating. Further analysis found an abrasion 27.4 cm to 28.0 cm from the distal tip breaching the ring electrode cables to the inner lumen with an abrasion noted to one ring electrode cable with no polytetrafluoroethylene (ptfe) liner noted in the abrasion region. The reported event of noise was isolated to the abrasion causing the exposure of the ring electrode cable conductor and the inner coil with no ptfe liner in abrasion region.